Event description:
It was reported that the clickline forceps insert broke inside the patient during the laparoscopic cholecystectomy procedure. The forceps broke at the working handle, right at the jaw hinge. Both ends of the jaw broke off. All pieces were removed successfully and confirmed using x-ray. The procedure was finished successfully and there was no report of patient injury.

Manufacturer narrative:
The reported device is pending return for evaluation. Once the reported device is returned and the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).